Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
The events occurred in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of six (6) amia automated peritoneal dialysis sets with cassettes leaked where the ports are located on the patient lines. This occurred during peritoneal dialysis therapy. The patient was able to start and complete therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.